Event description:
Material no. 381434; batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there were two new leaky IV's. I would like to report two new instances reported for our ¿leaky IV¿ investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
Material no. 381434 batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there were two new leaky IV's. I would like to report two new instances reported for our ¿leaky IV¿ investigation.